Manufacturer narrative:
Other products returned with the device: 1 set of leadwires, part number 193068-100, lot number 011125026. The leadwires were investigated with the device and were within specifications.

Event description:
On (B)(6) 2014 it was reported to empi that a patient used the select device that caused her legs to swell. The patient wore the electrodes on each leg close to her ankles. On (B)(6) 2014 the patient saw her orthopedic doctor who advised her to use the select device, and showed her how to use the device. On (B)(6) 2014 the patient had severe pain and swelling up to her knees, and stated that this has never happened before. On (B)(6) the patient saw her orthopedic doctor for peripheral edema he told her to stop using the device. On (B)(6) 2014 the patient went to the emergency room. The patient stated to the emergency doctor that she has painful parasthesia in both arms and both legs that started the first part of (B)(6) 2014. The patient stated to empi that the emergency room doctor told her to stop using the select device, however, this is not in the emergency room notes. The emergency room doctor also told the patient to keep legs elevated with compressive bandages on, and control pain with antiinflammatory medication (advil).